Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient removed the pod after wearing it between 1 and 4 hours and saw that the needle was still visible, it did not retract back into the pod as intended. This indicates a needle mechanism failure.

Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle was not seated in the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. The hard cannula was found to be bent. As the hard cannula was exposed it could not be determined when or how these damages occurred. During the investigation it was noted that the distal tip of the soft cannula was damaged. The exact cause and timing of the exposed cannula damage could not be determined.